Event description:
The manufacturer received a voluntary medwatch (mw5156325) regarding a trilogy evo device. The manufacturer received information alleging the ventilator tubing became disconnected from the trach tube. It was reported that the patient died. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.